Event description:
It was reported that they the system locked up after taking an exposure losing the image which, caused the patient to be re-exposed. They rebooted the system. After rebooting, the system was working as intended.